Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to luxation and instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." The following sections could not be completed with the limited information provided. Initial reporter - unknown.